Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) on 06-27-2026 due to an elevated blood glucose (bg) level (630 mg/dl) and life-threatening ketone levels. In the hospital, the customer was treated with intravenous saline and insulin. The customer was released from the ICU on 06-29-2026 with no permanent damage. Reportedly, an intermittent, ongoing occlusion alarm occurred. The customer performed a supply change to resolve the issue and resumed insulin therapy successfully.